Event description:
The report received from the affiliate states that the patient returned to the hospital with a big hematoma approximately five hours after an exoseal was deployed. The patient had her hemoglobin checked and hematoma checked with an eco doppler. The eco-doppler showed a pseudo aneurysm in the common femoral artery. Vascular surgery team treated the pseudoaneurysm and the hematoma. The patient is a (B)(6) female. The product was properly inspected and prepped and no anomalies were noted. A diagnostic case was performed using a retrograde approach. A 6fr terumo sheath (11 cm) was used in the procedure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath was locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The plug deployment button was fully depressed, and the plug was successfully deployed. Hemostasis was achieved after five minutes of manual light pressure. Firstly, the physician did not follow instructions of light pressure and in the first moment of compression, the patient felt pain. Then the physician used light pressure. It was less than two minutes of strong compression and 3 minutes of non- occlusive manual compression. The vcd and sheath were removed as a single unit. The patient lied flat for three hours, then she started to walk in the hospital and the puncture site was examined for the physician's team. There was no signal of complications. Therefore, they decided that this patient could go home. This was approximately five hours post procedure. Approximately fifteen hours post procedure the patient returned to hospital with a large hematoma.

Manufacturer narrative:
The report received from the affiliate states that the patient returned to the hospital with a big hematoma approximately fifteen hours after an exoseal was deployed. The patient had her hemoglobin checked and hematoma checked with an eco doppler. The eco-doppler showed a pseudo aneurysm in the common femoral artery. Vascular surgery team treated the pseudoaneurysm and the hematoma. There were no signs of decreased circulation in the leg. No blood transfusion was necessary. The patient is a (B)(6) female. The product was properly inspected and prepped and no anomalies were noted. A diagnostic case was performed using a retrograde approach. A 6fr terumo sheath (11cm) was used in the procedure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath was locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The plug deployment button was fully depressed, and the plug was successfully deployed. Hemostasis was achieved after five minutes of manual light pressure. The reporter indicated that the 'physician did not follow instructions of light pressure and in the first moment of compression, the patient felt pain. Then the physician used light pressure. It was less than two minutes of strong compression and 3 minutes of non- occlusive manual compression.' The vcd and sheath were removed as a single unit. The patient lied flat for three hours, then she started to walk in the hospital and the puncture site was examined by the physician's team. There was no signal of complications and the patient was discharged home approximately five hours post procedure. Approximately fifteen hours post procedure the patient returned to hospital with a large hematoma. The patient was hospitalized to test her hemoglobin and to check the hematoma with eco-doppler. The eco-doppler showed a pseudo aneurysm in common femoral artery. The patient did not need units of blood. Finally the vascular surgery team treated the pseudoaneurysm and the hematoma. It was noted that the physician was in the training process and this was his first case using the exoseal device. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds/hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The information available for review does not suggest a design or manufacturing issue contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The patient stayed at the hospital to test her hemoglobin and to check the hematoma with eco-doppler. The eco-doppler showed a pseudo aneurysm in common femoral artery. The patient did not need units of blood. Finally the vascular surgery team treated the pseudoaneurysm and the hematoma. It was noted that the physician was in the training process and this was his first case using the exoseal device. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.